Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over multiple stations were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and ran the downtime query; confirmed the disconnected flag was set to 0, purge and archive information were accurate, and no errors were found. The customer was informed, and they confirmed the issue was resolved. The system functioned as intended when the technical support specialist investigated the device.